Event description:
Customer reports that he attempted to use the device but received eee error instead. He reports going to the pharmacy to purchase a different device. He states that his blood glucose had decreased at that point and needed the assistance of a layperson to drink juice to elevate his blood glucose. No medical treatment sought or required. No valid quality controls were used. No strip info provided. Requested return of suspect device and replacement was sent.